Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this reported issue is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer's allegation from 04jun2025 was not a reportable event. It was observed that during the device evaluation from 22nov2025, the duodenovideoscope exhibited cement peeling from the objective and light guide lenses. There was no patient involvement.